Event description:
It was reported that during a normal device change out, insulation abrasion was noted on the left ventricular lead under fluoroscopy; the lead exhibited normal electrical behaviour. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.